Event description:
The field engineer reported there was a motion error, which resulted in a loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The customer was advised to reconnect the system. The system was found to be working as intended. The system was put back into service.